Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level and moderate ketone levels. Bg value not provided. The customer administered manual insulin injections to address bg and costumer reverted to manual injections for insulin therapy.